Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Affected channels have been noticed during in situ testing. Trauma was reported and the hearing performance became worse since the trauma. The user has been re-implanted.

Event description:
The hearing performance with the device became worse since a trauma. The user has been re-implanted. At explantation, 3 channels were found extra-cochlear.

Manufacturer narrative:
Conclusion: device investigation revealed damage to the active electrode likely caused during initial implantation surgery. In addition, one channel was left extra-cochlear during implantation surgery. Furthermore, two additional channels migrated post-operatively out of cochlea. This is a final report.